Manufacturer narrative:
Device evaluation : the device was returned intact and functional with light yellowing and some bubbles observed in the gel.

Event description:
Capsular contracture baker grade 4 right side.